Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes has been found experiencing 10 cases of underfill during use. The following has been provided by the initial reporter: when puncturing patients several phlebotomists have had problems with the vacuum of the tubes, having to remove another tube to achieve the correct filling, this has been with lilac, celestial and yellow tubes, it is not the complete rack, but several of it. Information received by email on 7/11/2019: the sample is available. There was no damage to the patient/health professional. There was no release of wrong exams results due to the defect in the product.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes has been found experiencing 10 cases of underfill during use. The following has been provided by the initial reporter: when puncturing patients several phlebotomists have had problems with the vacuum of the tubes, having to remove another tube to achieve the correct filling, this has been with lilac, celestial and yellow tubes, it is not the complete rack, but several of it. Information received by email on 7/11/2019: the sample is available. There was no damage to the patient/health professional. There was no release of wrong exams results due to the defect in the product.